Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2020 as no event date was reported. The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a uromax ultra dilatation balloon catheter was used in the urinary duct during a transurethral dilatation procedure performed on an unknown date. According to the complainant, while unpacking, a hair was found in the device. The procedure was completed with another uromax ultra dilatation balloon catheter. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a uromax ultra dilatation balloon catheter was used in the urinary duct during a transurethral dilatation procedure performed on an unknown date. According to the complainant, while unpacking, a hair was found in the device. The procedure was completed with another uromax ultra dilatation balloon catheter. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Correction: block d4: lot number block e1: initial reporter phone block h4: device manufacture date block g1: manufacture site address block b3: date of event: date of event was approximated to (B)(6) 2020 as no event date was reported. Block d4, h4: the complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: problem code 2944 captures the reportable issue of foreign matter. Block h10: investigation results visual examination of the returned complaint device found that the device was coiled within its tray inside an open inner pouch. It was noted that a hair was inside the opened pouch. Based on the available information, no evidence of a manufacturing issue, design or user issue which could have caused the complaint. However, since no specific failure was reported, the more probable cause could not be established due to lack of information. Therefore, the most probable root cause is cause not established. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.